Event description:
Information received from the field notes that the patient was not feeling well and was seen in a clinic. Interroga- tion revealed dashes (---) for parameters. After device removal, the pacemaker can was visibly crushed.